Event description:
It was further reported that the ra lead again exhibited high pacing impedance, along with loss of atrial capture and far-field r-wave (ffrw) oversensing; the ffrw oversensing was addressed through reprogramming of the post-ventricular atrial blanking period. It was also reported that the patient¿s prior chronic atrial fibrillation was resolved, but that the patient has now developed heart block. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk bi-v ICD, (B)(6) 2013; 419688 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. It was also reported that the device exhibited premature battery depletion. The ra lead was reprogrammed and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.